Event description:
It was reported that during a procedure in the cardiac catheterization lab, the physician ordered a continuous intravenous infusion of integrilin (eptifibatide) 1mcg/kg/min x 122.5 kg (patient's weight) = rate 122.5mcg/min or 9.8ml/hr. The nurse reportedly pulled the medication from the medication dispensing refrigerator, "primed" the medication through IV tubing, programed the IV pump, and initiated the infusion. The nurse reportedly did not verify the dose or IV pump rate with another rn. About five minutes after the nurse initiated the infusion, the IV pump alarmed with the message "air-in-line." Another nurse assessed the IV pump and identified that the entire bag of integrilin had been infused. Upon further assessment, the nurse identified the infusion rate was set to "732ml/hour." Patient's condition was continually assessed throughout event. The event occurred during "3rd shift" and bag being empty was identified when the patient reached the unit. Per customer, the event was due to "programing the IV pump incorrectly." Per review of the data from infusion knowledge portal (ikp), it appears that event occurred while the pump was in anesthesia mode ((B)(6) 2024 at 0454). The user entered "75mcg/kg/min" (instead of the ordered rate of 1mcg/kg/min) resulting in the rate of 732ml/hr. The report also shows that the guardrails max soft limit was overrode by the user. The infusion appears to have been reprogrammed at 0524 outside the anesthesia mode and the rate entered was 1.02mcg/kg/min resulting in the rate of 10ml/hr. Per report, the event did not result in patient harm. However, the customer stated that the patient was "very sick and did end up passing, but my understanding had nothing to do with the medication error." Although additional information and product return was requested, the customer stated that they are "not comfortable sharing any other information at this point."

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during a procedure in the cardiac catheterization lab, the physician ordered a continuous intravenous infusion of integrilin (eptifibatide) 1mcg/kg/min x 122.5 kg (patient's weight) = rate 122.5mcg/min or 9.8ml/hr. The nurse reportedly pulled the medication from the medication dispensing refrigerator, "primed" the medication through IV tubing, programed the IV pump, and initiated the infusion. The nurse reportedly did not verify the dose or IV pump rate with another rn. About five minutes after the nurse initiated the infusion, the IV pump alarmed with the message "air-in-line." Another nurse assessed the IV pump and identified that the entire bag of integrilin had been infused. Upon further assessment, the nurse identified the infusion rate was set to "732ml/hour." Patient's condition was continually assessed throughout event. The event occurred during "3rd shift" and bag being empty was identified when the patient reached the unit. Per customer, the event was due to "programing the IV pump incorrectly." Per review of the data from infusion knowledge portal (ikp), it appears that event occurred while the pump was in anesthesia mode (on (B)(6) 2024 at 0454). The user entered "75mcg/kg/min" (instead of the ordered rate of 1mcg/kg/min) resulting in the rate of 732ml/hr. The report also shows that the guardrails max soft limit was overrode by the user. The infusion appears to have been reprogrammed at 0524 outside the anesthesia mode and the rate entered was 1.02mcg/kg/min resulting in the rate of 10ml/hr. Per report, the event did not result in patient harm. However, the customer stated that the patient was "very sick and did end up passing, but my understanding had nothing to do with the medication error." Although additional information and product return was requested, the customer stated that they are "not comfortable sharing any other information at this point."